Event description:
A malfunction was reported by the customer, but there was no adverse impact on the customer's blood glucose level. Initially, the customer could not reset the pump because they were not at home. Later, during a follow-up, technical support assisted the customer in resetting the pump, after which the malfunction did not recur, allowing the customer to continue using the pump. The customer was advised to contact support again if any further issues arose.